Event description:
Two cryoablation needles were used in a renal cryoablation case. Both needles passed testing, with no failures detected. Within a few minutes of the first freeze, both needles began to frost on the needle shaft. In order to prevent the frost from reaching the patients skin, the physician filled a sterile glove with saline and a hot pack and placed it on the patient's skin for protection. The first thaw cycle of the procedure was passive, and the second thaw cycle of the procedure was active thaw (ithaw). During active thaw, the patient immediately started having muscle twitches. The ithaw was turned on and off each needle to isolate the needle causing the muscle spasm. Passive thaw was used for the defective needle, and active thaw was used for the other needle. The post-procedural scan of the patient looked normal, and the case was completed with no reported injury to the patient. Both needles will be returned to the manufacturer for investigation. This MDR is being submitted for the first needle where only the frost formation on the needle shaft was observed. Please see MDR # 9616793-2020-00048 for the needle that had both frost formation on the needle shaft and electrical stimulation malfunctions.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The shaft temperature of one of the needles was below specifications, and ice formed along the entire sleeve, confirming the reported complaint. The root cause was identified as insufficient insulation, but needle disassembly did not identify any visible signs of damage along the vacuum sleeve's external surface. Review of the needle lot manufacturing records did not identify any vacuum sleeve malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.